Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Part: 03.130.102. Lot: f-22320. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: 30 may 2017. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation site: (B)(6). Selected flow: damaged. Visual inspection: the received drill bit is broken into two pieces as reported. The cutting edges at the tip are slightly worn. The shaft and coupling are all in all in good condition. Dimensional inspection: drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and as required and the hardness was within the specification. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on the provided information, we only can assume that a mechanical overloading situation or an alignment issue during use with the drill guide has caused the breakage of the delicate 1.0 mm drill bit. We conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Lot f-22320 belongs to the non-sterile part, allocation to the respective sterile part could not be done as there are various options possible (03.130.102s; lot l48). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during a surgery, the drill bit broke when a nurse tried to give it to the surgeon. The drill bit was attached to a power tool and passed through a drill sleeve when it broke. They said they did not bend or apply torsion on the devices. The surgery was completed successfully by using another drill bit. No further information is available. Concomitant device reported: unk - guides/sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity # 1) & unk - powered drivers/handpieces: trauma (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 1.0 mm drill bit. This is report 1 of 1 for complaint (B)(4).